Event description:
Follow-up information revealed the reported issue is now resolved.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient lost weight as a result, the patient's ipg was protruding at the ipg pocket site. In addition, the patient reported pain at the site (described by the patient as heating) when stimulation was turned off. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was implanted deeper in to the original ipg pocket.